Event description:
It was reported that prior to implant the device septum was found to be displaced. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported septum anomaly was confirmed in the laboratory and was due to parylene residue inside the septum bore.